Event description:
The customer reported that the quick bolus/wake button on their insulin pump was difficult to press, resulting in the pump screen not turning on unless plugged into a power source. There was no adverse impact on the customer's blood glucose level. To address the issue, tandem technical support instructed the customer on verifying power connections and using finger pressure techniques, but these did not resolve the screen issue. Consequently, a replacement pump with updated software was sent to the customer. In the meantime, the customer was advised to keep the current pump plugged in to use its features and return the faulty pump using a pre-paid label to avoid charges. The customer was also instructed on programming the new pump settings and connecting it to their cgm.